Event description:
Knee stiffness [joint stiffness]. Knee pain [arthralgia]. Knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a physician, via a sales representative, regarding a (B)(6) female patient, initials (B)(6). The pt received a 2cc injection of synvisc on (B)(6) 2009 from lot p0908. The pt experienced knee pain, swelling and stiffness on (B)(6) 2009. The pt was seen on (B)(6) 2009 and 30cc of synovial fluid was aspirated and the pt was injected with 80mg of depo-medrol. As of the date of receipt of this report, the pt's outcome was unknown. Additional info was received on (B)(4) 2009 in the form of a qa investigation summary. The production and quality control documentation for lot number p0908, expiry date 11/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number p0908, expiry date 11/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.